Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had a pump error where there was no motor movement or negligible movement on the insulin pump. Customer first received the alarm on saturday morning and then sunday night. Customer was dissatisfied since the pump was only 1 week old.

Manufacturer narrative:
The pump gave an alarm during the rewind due to an unlocked component. No cosmetic damage was noted.